Event description:
Pump malfunctioned causing overdose of medication. Referred to MFR who examined unit. Two metal pins for medication cassette were missing. Search thus far reveals 32 pumps with at least one missing pin. MFR alerted.